Manufacturer narrative:
The product evaluation has been completed. One intraocular lens (iol) and the peel-back foil from the vial were returned. The iol was in a dried condition and was loose in a plastic bio-hazard bag; one lens label was affixed to the bag. Particulates, saline dentaries and dried solutions were visible on the optic. Visual inspection found the lens in two pieces. One haptic and a small section of the optic were cut or torn off; this haptic was bent. The other haptic and a small section of the optic were torn or cut off and were missing. The returned piece of optic was also torn in several places. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The product evaluation confirmed the failure mode. No nonconformities were found involving this complaint type or product lot. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. In the physician¿s opinion, the most likely cause of the iol damage was due to a loading error. The most probable root cause is operational context. User-related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event. No corrective action is necessary at this time.

Event description:
Reported event involves the patient''s right eye.

Manufacturer narrative:
The intraocular lens (iol) associated with this event was recently received; evaluation of the device is anticipated but has not yet begun. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. A supplement report will be submitted upon completion of the device evaluation.

Event description:
It was reported that the haptic broke after the intraocular lens (iol) was inserted into the eye. The iol damage was noticed intraoperatively. There was no damage to the capsular bag, no loss of vitreous fluid, and no vitrectomy was performed. The incision was enlarged, and the iol was removed without patient injury. Sutures were not required, and the plan of surgery was not changed. A second iol was implanted successfully, and the patient was reported to be doing well. In the physician¿s opinion, the most likely cause of the iol damage was due to a loading error.